Event description:
It was reported that prior to a percutaneous coronary intervention to treat a de novo lesion in the right coronary artery with no tortuosity and no calcification, a non-abbott catheter was advanced over a balance middleweight (bmw) universal ii guide wire to run an intra-cardiac electrocardiogram; however, the non-abbott catheter slightly stuck with the bmw universal ii guide wire. The non-abbott catheter and the bmw universal ii guide wire were removed from the patient anatomy as a single unit. The polymer coating was noted to be peeled off but remained on the core of the guide wire. Reportedly, no polymer coating separated from the guide wire and none of the polymer coating remained in the patient anatomy. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported peeled polymer was confirmed via returned device analysis. Furthermore, difficult to position and difficult to remove could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual inspection of the returned device, there is no indication of a product deficiency.